Manufacturer narrative:
The insulin pump had normal operating currents and passed the self test, reset error test, displacement test, rewind, basic occlusion test, prime test, and excessive no delivery alarm test. No excessive no delivery alarm was noted. The insulin pump was received with a cracked reservoir tube lip, cracked case at the display window corner, minor scratches on the display window, cracked belt clip slot and scratched reservoir tube window.

Event description:
The customer reported via telephone call that the insulin pump alarmed for no delivery and that he had changed out the set 8 times. The blood glucose reading was 600 mg/dl. The customer had only tried to treat with the insulin pump and stated he would treat with a manual injection later on. The customer was assisted in performing a prime and stated that the insulin pump alarmed no delivery. The customer was advised to remove the reservoir, rewind, and run a manual prime without the reservoir, and the insulin pump alarmed no reservoir. The customer was advised to reinsert the reservoir and run another manual prime, and the insulin pump alarmed again. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.